Event description:
Customer reportedly obtained results of 474mg/dl and 139mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse reported. Requested return of suspect device; however, caller states strips are not available for return.